Event description:
Doe: 2007: aaa anatomically indicated for use of zenith. Aortic stenosis close to the distal portion of the aneurysm, which obliged the physician to place the main body immediately infrarenally. During the intraoperative procedure, the device performed as labeled. Lighter images of the right renal artery under fluoroscopy following placement of the stent grafts, suggested that the proximal end of the main body was partially obstructing the right renal artery. Subsequently, the physician sealed the proximal end of the main body using the molding balloon, and conducted fluoroscopy, which then did not visualize the renal artery. The physician commented that the main body was placed higher than originally planned.

Manufacturer narrative:
Evaluation: inaccurate placement and/or sealing of the zenith aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complication. Key anatomical elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck, an inverted funnel shape, and circumferential thrombus and/or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites. Necks exhibiting these key anatomic elements may be more conducive to graft migration. Unless medically indicated, do not deploy the zenith aaa endovascular graft in a location that will occlude arteries necessary to supply blood flow to organs and extremities. Do not cover significant renal or mesenteric arteries (exception is the inferior mesenteric artery) with the endoprosthesis. Vessel occlusion may occur. During the clinical study, this device was not studied in patients with two occluded internal iliac arteries. The outcome of aaa repair utilizing an this investigation. An internal clinical review indicated that the event was caused by user error in covering of renals due to incorrect planning and sizing in adverse patient anatomy.